Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the front panel leds (light emitting diodes) were glowing continuously, which resulted in the switches on the front panel not working, caused by faulty circuit boards. In addition, there was no image on the monitor screen, caused by faulty circuit boards. In addition, service found the pc card (computer parallel communication peripheral interface) was not capturing the endoscopic image due to a faulty printed circuit board. The internal cables were rusted. There was heavy corrosion observed on a printed circuit board (dp and ap board). The video connector was loose, causing a flickering image. There was corrosion on the chassis and rear panel. There was rust on the front panel chassis. The front panel was scratched and discolored. There was a scratch on the top cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the front panel of the camera control unit (subject device) was not working, and there was no image when connected with composite output. Other output connections could not be checked. As cables were not available. The reported issues occurred during routine inspection. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed all lamps on the front panel light being lit up and no image due to faulty printed circuit boards. The specific root cause of the faulty printed circuit boards could not be determined at this time. Olympus will continue to monitor field performance for this device.